Manufacturer narrative:
At this time, the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device interrogation this pacemaker magnet rate (mr) was slightly higher than expected. However, the expected longevity was not affected and all other measurements were normal and stable. A few months later, a field representative (fr) reported the pacemaker calculated longevity started fluctuating but the mr remained unaltered. The pacemaker data was analyzed and engineering determined the device was on a power consumption bin edge. As result, the calculated longevity value displayed during interrogation could be higher than the actual expected longevity. The fr was informed of the real expected longevity and no further actions were performed. No adverse patient effects were reported.